Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had called for assistance in clarifying how the different sources of an arterial pressure (ap) waveform are sent to the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. They reported the transduced source of their iab ap was quite misleading. The getinge representative advised that they could only assist in troubleshooting as from a femoral approach. A texted image revealed a dampened ap from the transduced source. They were guided to aspirate and flush in standby the fluid filled lumen. This resulted in a cleaner crisper waveform and encouraged them to flush in standby every 15 minutes for the next hour. They also discussed how the fiber optic ap is obtained and sent to the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a.